Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing and troubleshooting without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. It is important to note that the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation but log files were available for evaluation. Review of the device activity logs makes it clear the device presented an error in october of 2025 where the end result was that the device code indicator was red and was beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for several months prior to the reporting to zoll. No emerging trend based on similar reports.